Manufacturer narrative:
The device has been received however the device analysis is ongoing. (B)(4).

Event description:
During an arthroscopy procedure utilizing an unknown blade, it was reported that there was shedding of material into the tissue. No further information will be forthcoming from the user facility.

Manufacturer narrative:
One blade was returned for evaluation of the reported complaint mode, ¿shedding / flaking.¿ it was observed that there was mild to moderate burnishing of the inner tip at the tip radius. A dimensional evaluation was conducted and the device was found to meet design requirements. Runout was evaluated and the inner blade runout was observed to be.023" indicating a bent blade. The likely cause of the shedding was due to excessive lateral load which caused the inner blade to bend and put pressure on the blade tip which resulted in contact between the inner and outer tip. Per IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance, and in extreme cases may result in wear and degradation of the inner blade.¿ based on the evidence provided, no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).